Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was mid/superior and mid. The patient's activated clotting time (act) level was 331 seconds. The patient's left atrial pressure was 12mmhg. During the procedure the occluder was partially re-captured three times. The occluder was implanted slightly deeper than anticipated, however the device remained stable with no leaks. Post-procedure the patient complained of confusion during the night. The following morning a 1cm pericardial effusion was discovered in the left atrial appendage and left ventricle. The patient was held for an additional day for monitoring and then discharged with a pause of oral anti-coagulants for one week. No intervention was required. The user believed the occluder caused the pericardial effusion.

Manufacturer narrative:
An event of patient-device incompatibility with patient effects of cognitive change and pericardial effusion. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility, cognitive change, and pericardial effusion, could not be confirmed. Prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was mid/superior and mid. The patient's activated clotting time (act) level was 331 seconds. The patient's left atrial pressure was 12mmhg. During the procedure the occluder was partially re-captured three times. The occluder was implanted slightly deeper than anticipated, however the device remained stable with no leaks. Post-procedure the patient complained of confusion during the night. The following morning a 1cm pericardial effusion was discovered in the left atrial appendage and left ventricle. The patient was held for an additional day for monitoring and then discharged with a pause of oral anti-coagulants for one week. No intervention was required. The user believed the occluder caused the pericardial effusion.